Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding the delivery of unknown baclofen (unknown concentration and dose) in an implantable infusion pump for intractable spasticity and cerebral palsy. The reporter thought the patient was supposed to treat the patient's numbness and tingling in the lower extremities. The pump "never worked" and "therapy never worked" for the patient. The hcp wanted a local manufacturer representative to turn the pump off. The patient was having surgery for an unrelated reason, but the patient indicated the pump never worked. The reporter was unsure of why they wanted the pump turned off now and had very little information on the patient. It was further stated the pump was not delivering drug into the right area and thought it was going in the tissue somewhere, not intrathecal. The reporter was explained the difference of programming pump to stopped mode and permanently disabling the pump. It was unknown if any drug was currently in the pump. The patient was taking oral baclofen at the "maximum dose." Additional information was received from a healthcare provider (hcp) regarding drug information, concomitant drugs, pertinent medical history, troubleshooting relating to the issue, any actions/interventions required to mitigate the issue, if the cause of the issue was determined, and if the issue resolved.